Event description:
Verbatim: the complainants report pieces of stopper observed in vials after the bd filter needle pierce the stopper. Material: 305211 batch#: 3145373.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4). Follow up. It was reported there was stopper coring. Our quality team has completed a device history record review for material number 305211 and lot number 3145373. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Due to the unavailability of a sample for return, a comprehensive sample investigation could not be conducted. Consequently, the exact cause of this incident remains undetermined. Should you encounter any further issues with our product, we would appreciate the opportunity to perform a detailed analysis. At this time, no further action is deemed necessary.